Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera elite colonovideoscope, having air leak from angle knob. Upon inspection and testing of the returned device, foreign material was found clogged in the scope nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was not known. Pre-cleaning information: it¿s unknown if there was a delay to the start of pre-cleaning. Air/water nozzle was flushed with air/water. Information on manual cleaning: it¿s unknown if the accessories used for reprocessing were normal. Liquid was sent to the air/water nozzle and flushed with detergent solution. The scope was flushed with detergent solution. It¿s unknown if the air/water nozzle was wiped/brushed with clean lint free brush/cloth/sponges. The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, watertightness not maintained due to wear of up/down knob, poor insulation performance at the tip recognized due to adhesive peeling of the curved rubber, curved rubber adhesive missing, foreign object inside nozzle, adhesive part of the lighting lens came off, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to the elongation of the angle wire, scratches on the up/down knob, scratches on the up/down angle fixing lever, scratches on the right/left angle fixing knob, scratches are found on the operation part, discoloration of the objective lens observed, scratches found on the tip cover, scratch on the hardness adjustment ring, scratches found on the switch box, suction cylinder scraped, scratches on the operation unit cover, scratches are found on the right/left knob, scratches found on the grip, scratches found on the universal cord, scratches found on the scope connector, and scratches on the scope connector cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function; inspection of the water feeding function: 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.